Manufacturer narrative:
Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 03/26/2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a lead issue. The patient suddenly lost stimulation on their right side. There were no troubleshooting or action steps performed. It was noted that there were no environment factors associated with the event. The issue was not resolved at the time of the report. It was noted that the hcp had no further information. It was asked but unknown if a surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 3888-45, lot# va1q4wl, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) responding to the request to determine the distinct device failure that caused the sudden loss of stimulation. The rep responded stating that the device was still functioning properly and today the rep was able to reprogram the patient and regain adequate stimulation on both sides. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.